Manufacturer narrative:
(B)(4) debris on the fiber face. (B)(4). An accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured approximately 3.5mm and appeared unused. There were no damages noted along the laser fiber body. Examination revealed that light was unable to travel to the fiber face within the sub miniature-a (sma) connector. Additional examination under magnification revealed that there was a debris on the fiber face and only a small amount of light was coming through. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a ureteroscopy procedure performed in the ureter on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber had a weak aiming beam and no power during use. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there was debris on the fiber face. Please refer to for full investigation details.